Event description:
As reported by an affiliate, during a below the knee catheterization procedure, two sv018 wires failed to cross the lesion. Initially, a sv018 wire was advanced in order to try to cross a very stenosed lesion in the anterior tibial artery without any excessive force used. However, once the wire failed to cross, the physician decided to pull it back. Upon pulling, the distal tip of the wire, only the coating separated and was left in the stenosed tibial artery lesion. It is possible that the whole radiopaque separated. Later in the same procedure, the physician used an additional - new 0.018 sv-5 wire to try and treat a different very highly calcified lesion that was present in the posterior artery in the same leg. Again the physician failed to cross the lesion with the sv wire and again when trying to pull the wire back, the same incident occurred - the distal tip of the wire got torn together with its coating and the torn piece was left among the highly stenosed lesion. The physician than used a 0.018 therumo wire and successfully crossed the lesion in the posterior artery. The physician advanced a balloon on the therumo wire and inflated it to dilate the vessel, at that time the remaining piece of the sv-5 wire that was caught in the lesion got released due to the vessel dilation and migrated with the blood stream to finally remain in the foot arteries adjacent to the patient's toe. The patient is stable condition with improved pulse in the treated foot. As described both torn pieces in the tibial artery and adjacent to the patient toe were left in place and not retrieved. There was no attempt to snare the separated distal tip. Upon being pulled back, the distal tip of the wires got torn together with its coating. The wires were not removed from the dispenser by the distal floppy end. The wires were no kinked or damaged in any way prior to insertion into the patient. The wires were not re-shaped by the user.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during a below the knee catheterization procedure of two highly calcified chronic total occlusions, two sv018 wires failed to cross the lesion, became caught in the lesion, and separated. Initially, a sv018 wire was advanced to the anterior tibial artery lesion without excessive force. The wire failed to cross the lesion, and when the physician pulled the wire, the coating at the distal tip of the wire separated and was left in the lesion. It is possible that the entire radiopaque tip separated. The material remained in the lesion, with no attempt of removal. Later in the same procedure, the physician used an additional sv018 wire to treat a lesion in the posterior artery in the same leg. The wire failed to cross the lesion and when attempting to pull the wire back, the distal tip of the wire got torn together with its coating, and the torn piece was left in lesion. The physician than used a 0.018 wire and successfully crossed the lesion in the posterior artery. The physician advanced a balloon on the wire and inflated it to dilate the vessel, but at that time the remaining piece of the sv018 wire that was caught in the lesion got released due to the vessel dilation and migrated to the foot arteries adjacent to the patient's toe. The torn piece in the tibial artery and the torn piece that migrated adjacent to the patient's toe were left in place and not retrieved. There was no attempt to snare the separated distal tips. It was reported that the wires appeared normal prior to use. The wires were not re-shaped by the user and had not been resterilized and had not been used for treatment of another lesion prior to the event. The wire tips were visible on fluoro throughout the procedure. It is unknown if the torque response was good. There was no resistance/friction between the wires and other devices. It was reported that the wires proplased during the attempts to cross the chronic total occlusions. The patient was in good condition and was released from the hospital with improved pulse in the foot. The torn wires and the box were discarded. The devices were not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the sterile lot numbers were not provided, a review of the manufacturing route sheets could not be completed. Since the devices were not returned for analysis, and films of the procedure are not available for review, the complaint could not be confirmed. Based on the information provided, there were procedural and vessel factors that may have contributed to the complaint. The lesion was highly calcified and totally occluded with the wire prolapsing while attempting to cross the lesion, and the wire becoming caught in the lesion. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, and then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. There is no evidence that the complaint was related to a manufacturing or design issue, therefore, no corrective will be taken at this time.

Manufacturer narrative:
The products had not been resterilized. The wires were not used for treatment of another lesion prior to the event. Both lesion were highly calcified and cto. It is unknown if cto was more than three months. There was no "drilling" or "jack-hammer" technique used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. It is unknown if the torque response was good. There was no resistance/friction between the wires and other devices. The wire did not kink while being used. The wires were not advanced through the struts of an existing stent. The wire prolapsed during the attempts to cross the cto. It is unknown if the tips remain in a prolapsed position during treatment of the lesions. The patient is in good condition, was released from the hospital with pulse in the foot. The torn wires and the box were discarded. Additional information will be submitted within 30 days of receipt.